Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient reported that the cassette came apart from the catheter. The cassette was on the ground. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2023, it was confirmed that the cassette had opened and become contaminated. The patient had pd cultures taken and was diagnosed with peritonitis. The patient was prescribed antibiotic therapy (drug, route, dose, frequency, and duration unknown). Attempts to obtain additional information were unsuccessful.